Event description:
Update avoe 11-sep-2024. It was confirmed that the wound revisions took place from the (B)(6) 2024 and the identified pathogen was staphylococcus aureus.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that on the (B)(6) 2024 the patient underwent a syndesmosis surgery where a tightrope + plate were implanted. After the surgery the patient got an infection, which according to the surgeon could be caused by the tightrope. No further information was provided. ***update avoe 23-jul-2024 further information was provided that the patient got a deep wound infection and osteitis in the lower left leg. The identified pathogen is staphylococcus aureus. The patient is currently treated in hospital with multiple revision operations with metal removal, multiple irrigations and jet lavage, IV antibiotics. This is the 4th infection with tight rope xp in 2 years.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the visual information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.